Event description:
The customer reported one occurrence of inaccurate fluid removal on a prisma machine. Facility's clinical care coordinator stated that he was unsure of exactly how exactly excessive the fluid removal was for this pt. A review of the treatment alarm history revealed that from 04:34 am to 13:17 pm the following alarms occurred: four "effluent bag full" alarm, ten "dialysate weight incorrect change detected" alarm, one "dialysate bag full alarm", two "effluent weight incorrect change detected" alarm, and one"dialysate bag empty" alarm and were al overridden by clinic staff.